Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not charging. The customer declined further troubleshooting regarding the issue. There was no known impact to the customer's blood glucose level. The contact confirmed that an alternate method of insulin delivery was available.